Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0ah9d, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. It was noted that the patient¿s initial programming was great, she traveled to (B)(6) recently, and she had a return of symptoms, specifically on (B)(6). It was reported that the patient didn¿t know if the device was on or off and noted that she may have turned stimulation off around that time. The reporter stated that the patient was confused as to her voltage levels, groups, and on/off status since her trip and she hadn¿t felt stimulation since then. It was reported that after the patient got home, she set it to a different program and she thought she had it on program 2 and changed it to program 3. It was noted that the patient started urinating even more the day prior to the report so she changed to program 4 the night prior and was still going today, but not as much. The device was checked with the patient programmer and it was noted that it was set on program 3 at 2.9 volts. It was reported that the patient increased the setting to 3.2 volts and felt stimulation. Additional information has been requested, but was not available as of the date of this report.